Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening. Loosening occurred at the bone/cement and cement/implant interface. Cement manufactured by depuy. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the tibial component had migrated into posterior tilt with painful contact of the tibial stem with the anterior cortex. The metaphyseal sleeve had fibrous ingrowth.

Manufacturer narrative:
In order to determine if a lot related issue was possible for the newly added product and lot code, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the product code/lot code combination. No product contribution to the reported event was identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.